Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
The first attempt to advance the turbohawk through a calcified at or pt was unsuccessful. The physician pre-dilated with a 2.5 x 80 balloon. The balloon was difficult to remove from the patient. The turbohawk was then re-advanced to the lesion side and was still unable to cross. When withdrawing the turbohawk catheter became stuck at the tip of the sheath. After more aggressive pulling the tip separated from the nose cone. When the physician pulled out the turbohawk, the tip was gone. Under fluoro the turbohawk tip was found at the tip of the catheter. The physician flushed the sheath and the tip moved 3-4mm distally. They decided to take a basket snare over the .014 wire. The physician grabbed the tip and brought it up to the tip of the sheath, however it would not go back into the sheath. Everything had to be removed except for the .014 wire. The case was completed by dilating the artery with a balloon.